Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material residue inside the air water channel and auxiliary air water supply tube. There was no patient involvement.

Event description:
No additional customer information reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the b3 date of event. The correct date is (B)(6) 2025.